Event description:
It was reported that a perforation and patient death occurred. The 85% stenosed target lesion was located in the significantly tortuous and calcified left anterior descending artery (lad). A rotapro 1.50mm was selected for use. Rotational speed was set to 170 rpm. The rotapro 1.50mm caused a perforation in the lad. Acute care was unsuccessful and the patient died.